Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was downloaded properly using care link pro and thds ii. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated with shot and set changed. Customer stated the drive support is protruded. Customer was advised that we are sending replacement pump. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 31 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was low blood glucose. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 223 mg/dl. Customer stated the drive support cap is protruded. Customer was advised that pump need to be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.